Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted the "poor air supply and water supply" customer reported was confirmed. As a result of the confirmation, it was found that there was a foreign substance in the nozzle. The amount of air supply is insufficient due to clogging of the air supply / water supply nozzle due to handling (insufficient cleaning). The nozzle needs to be replaced. In addition, dirt that is difficult to remove found on the curved rubber (bending section) of the device. The bending section (curve rubber) adhesive is missing. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire and the curve rubber is deformed. Insertion part observed with scratches. Evaluation findings confirmed the customer reported issue. Clogged nozzle (poor air/water) supply observed due to foreign material inside the nozzle. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of poor air/water supply. The issue found during an unknown event. There was no patient harm, no user injury reported. Device evaluation found clogging nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 15 years since the subject device was manufactured. Based on the results of the investigation, although it cannot be identified from the analysis, it is likely that the protein derived from a chemical or humans, and the cellulose derived from lint or mold. Neither the protein nor cellulose are foreign materials which derived from an endoscope. It is extremely likely, that they both entered from outside the endoscope. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer.

Event description:
The following additional information was received from the customer: the reported event was found during inspection prior to use. Poor air/water supply was observed during the inspection. The event date is unknown. There was no patient adverse event as a result of this reported issue.